Manufacturer narrative:
Additional information was received that the event has resolved. The event was assessed as being related to the procedure and to the device.

Event description:
A report was received that the patient experienced pain and swelling at the ipg pocket site. The patient underwent a pocket revision procedure and the event is resolving.

Manufacturer narrative:
Additional information was received that the ipg pocket site pain and swelling was due to the placement of the ipg being either too shallow or too deep. No further information can be obtained regarding patient status due to clinical study protocol.

Event description:
A report was received that the patient experienced pain and swelling at the ipg pocket site. The patient underwent a pocket revision procedure and the event is resolving.

Event description:
A report was received that the patient experienced pain and swelling at the ipg pocket site. The patient underwent a pocket revision procedure and the event is resolving.